Manufacturer narrative:
Implant depth was verified at the time of implant and confirmed to be within the recommended parameters. Xray imaging confirmed the device had migrated beyond the original depth at some point after the implant procedure was completed. Migration of components is a known inherent risk of implantable neuromodulation devices.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 with the implantable pulse generator (ipg) placed in the anterior thigh area. After activating the system, the patient reported difficulty maintaining communication between the ipg and the external therapy discs without placing firm pressure on the external devices. Xray imaging found that the ipg had migrated after implant and was beyond the recommended depth for optimal communication. On (B)(6) 2024 a revision procedure was performed to move the existing ipg to a more superficial location to improve communication. No components were replaced during the procedure and all original components remain implanted and in use.